Manufacturer narrative:
Analysis of the implantable neurostimulator determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a health care professional via a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that during stage 2 procedure the ins was attached to the lead, tightened until an audible click, and implanted in the pocket. The impedance check resulted in an abnormal impedance on electrode 3. The physician removed the battery, loosened the setscrew, and it was noted that physician had difficulty removing the screw as the torque wrench would not seat properly in the channel and the screw took a few attempts to loosen. Once the screw loosened enough, the battery was removed and reinserted the lead until the distal blue tip was all the way to the end of the channel on the battery. Physician tightened the screw to the audible clicks and the lead pulled right out of the battery channel. The lead was removed from the channel, reinserted and retightened and it was mentioned the lead still pulled free of the channel after the audible click. A new battery was used from the trunk stock and the issue resolved. No further complications were reported.

Manufacturer narrative:
Device analysis has not been done yet. Another rr would be sent once analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Return product received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.